Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes some of the tubes in the lot a gel-like substance above the actual gel. The following information was provided by the initial reporter: gel issues in sstii: some tubes of the lot have a gel-like substance above the actual gel.

Manufacturer narrative:
. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for extra gel deposit with the incident lot was observed. Evaluation/testing of the customer samples was performed and extra gel deposit was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for extra gel deposit with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes some of the tubes in the lot a gel-like substance above the actual gel. The following information was provided by the initial reporter: gel issues in sstii. Some tubes of the lot have a gel-like substance above the actual gel.